Event description:
The account alleges that when they try to engage the brake, the pedal keeps popping out as you try to set it. Result, brake will not hold.

Manufacturer narrative:
The technician replaced three brake casters and one brake/steer caster, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.